Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter gave a blood glucose result when testing with control solution. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged product issue occurred at 8:30am on either (B)(6) 2017 or (B)(6) 2017. At this time the patient obtained a control solution result of ¿180mg/dl¿ with the subject meter when testing with blood. The patient does not take any medication in order to help manage their diabetes and did not state whether they made any changes to their usual diabetes management regimen as a result of the alleged product issue. The patient stated that immediately after the alleged product issue occurred they developed symptoms of ¿stressed out, alarmed state and depressed¿. The patient did not require any form of treatment as a result of these symptoms. At the time of troubleshooting the cca noted that the test strips had not been open longer than the discard date and were not expired or stored improperly. When walking through a re-test the alleged product issue could not be resolved. The patient¿s products were replaced and requested for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue remained unresolved at the time of troubleshooting.